Event description:
It was reported that the patient had a replacement surgery to re-implant an ams 700 inflatable penile prosthesis (ipp) due to fluid loss. There were no patient complications. No further information provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak/functionally tested. Cylinder one outer tubing had a hole found by the proximal end, a leak as the result of fatigue in the inner tube was found when the cylinder was inflated. No anomalies were found with cylinder two. No anomalies were found with the pump on the visual inspection, but the component did not pass the activation test. The reservoir was returned and visually and microscopically examined, and leak/functionally tested. The analysis of the reservoir did not find any anomalies as the reservoir performed as expected. Based on the information available and analysis results, the leak found in the cylinder one could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient had a replacement surgery to re-implant an ams 700 inflatable penile prosthesis (ipp) due to fluid loss. There were no reported complications with the patient.

Manufacturer narrative:
Corrected d4. Model number and catalog number.

Event description:
It was reported that the patient had a replacement surgery to re-implant an ams 700 inflatable penile prosthesis (ipp) due to fluid loss. There were no reported complications with the patient.